Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type 1a endoleak, 3b endoleak and sac growth were unconfirmed. The secondary endovascular procedure is confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical record / images available for review. The final patient status was reported being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: remove device code 3190. H6: remove result code 3233. H6: remove conclusion code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure during a routine follow up, sac growth with type 1a endoleak and a possible 3b of the proximal extension (suprarenal stent graft) was reported. A re-intervention has been scheduled and the patient was reported as doing fine. Additional information: a reintervention was completed with an afx bifurcated stent and ovation ix limb extension on (B)(6) 2019. The final patient status was reported as stable and discharged home the next day.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure during a routine follow up, sac growth with type 1a endoleak and a possible 3b of the proximal extension (suprarenal stent graft) was reported. A re-intervention has been scheduled and the patient was reported as doing fine.